Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2013 due to a refractive surprise overtime. Subsequently, the patient experienced angle closure, with elevated intraocular pressure (iop). The reporter indicated during loading of the lens, one of the haptics was broken and when the lens was implanted, it would not position well in the eye. The surgeon attempted to re-position the lens. The lens was exchanged for another vicm 13.2, -11.00 diopter and the problem was resolved.

Manufacturer narrative:
Method: work order search, medical review results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic broken off and missing. The lens was returned dry. Medical review - a lens tear may occur due to poor loading technique into the cartridge. If the surgeon notices the tear only after delivery into the eye, a removal can be done using the same incision; it is not necessary to enlarge the incision or add any sutures therefore there is usually no impact on the patient's vision. A broken icl haptic may lead to icl malpositioning, instability, decentration, etc. A new lens will resolve the problem. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of this event is a tear secondary to inappropriate loading technique. (B)(4).